Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: during investigation, the battery cap was stuck. The battery cap was sent back because it failed testing. The battery cap was found to be stripped. The battery cap height regulations failed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the cap could not be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.